Manufacturer narrative:
Concomitant medical products: 5524m-53 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the use of a metal detector the cardiac resynchronization therapy defibrillator (crt-d) exhibited electromagnetic interference/noise on the atrial channel. The device remains in use. No patient complications have been reported as a result of this event.